Manufacturer narrative:
Additional information has been requested and if available it will be submitted on the supplemental report.

Event description:
The customer reported via the sales rep that upon opening the packet from the loan kit, the nut could not be removed from the device. It is further reported that the nut could not be removed by using a torque wrench, although it should be removable by hand. It is further reported another device was used to complete the surgery with no adverse consequences to the patient.